Event description:
The customer reported via phone call that there air bubbles in their reservoir. Customer also inquired how to remove the air bubbles quickly. The customer was able to remove the air bubbles with a fill cannula. There were no air bubbles in the customer's reservoir at the time of the call. Customer's blood glucose was 5.8 mmol/l. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.